Manufacturer narrative:
This event was previously reported to the FDA on a summary report and is now being submitted on a 3500a per FDA request. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: during colon resection, the device knife couldn't be fully retracted after firing. The knife was exposed after retraction. No patient injury has been noted.